Manufacturer narrative:
Findings: unit motor function properly and no grinding noise anomaly noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarm or any battery alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip. However, test reservoir locked properly in reservoir tube and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was damaged and that there would not be any threads to hold the reservoir in. Customer advised the insulin pump made lots of noise during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.